Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 36 mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose level. The customer was treated with peanut butter, juice, nuts, vanilla wafers and chocolate. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.